Event description:
Boston scientific (formally guidant) received information from a study designed to describe a (B)(6) experience with infected endovascular aneurysm repairs (evars). This 10 year review involved (B)(6) patients. (B)(6) ancure endograft products were involved in product experiences. (Please refer to event number 2954310-2011-081799 for the other product). This patient presented with a gi hemorrhage and was later found to have an aortic-enteric fistula (aef). The patient had earlier presented to another emergency department with gi bleeding two weeks before arrival at the (B)(6) facility. Endoscopy was done at that time, with biopsy of the duodenum. The cause of bleeding was not identified, and the patient was discharged. The patient then presented back to the institution in extremis. The aef was discovered at explantation post axillary-bifemoral bypass. The patient was extremely coagulopathic despite resuscitation, and the family elected to withdraw care.

Manufacturer narrative:
Attempts to obtain additional information from the article author(s) were unsuccessful. The findings of the study were summarized in the article: adriana laser, md, nichole baker, rvt, john rectenwald, md, jon l. Eliason, md, enrique criado-pallares, md, and gilbert r. Upchurch jr, md, ann arbor, mich; and charlottesville, va "graft infection after endovascular abdominal aortic aneurysm repair" journal of vascular surgery, july 2011; volume 54: 58-63.